Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had stripped battery cap at coin slot area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 42 mg/dl. Troubleshooting found that the customer is unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined low blood glucose troubleshooting. No further details provided.